Event description:
It was reported the patient experienced a fever following a revision due to the ins being tilted in the pocket (reference MFR report #2004209178201000016). The pocket revision was performed in 2009. Five days after surgery the patient developed a fever (99-101.8 degrees) and swelling over the ins site. The site felt hot. The leads were checked and were "within normal limits". The patient's primary care physician was considering a diagnostic ultrasound to check for fluid in the pocket. The patient was put on antibiotics but the low grade fever remained. Additional information received from the hcp indicated a pocket infection was suspected. Additional troubleshooting was being considered. Additional information has been requested.

Manufacturer narrative:
.